Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced are filed under a separate medwatch report number.

Event description:
This is filed to report difficult to remove and unintended movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted tha the patient was decompensated and was not a surgical candidate. An impella device was implanted prior to the mitraclip procedure. Then a steerable guide catheter (sgc) was advanced to the mitral valve. The first clip delivery system (xtw cds) was advanced through the sgc and the clip was placed without issue. But mr did not reduce. Therefore, the xtw cds was to be removed. However, the user inadvertently pulled back the sgc hard and the sgc jumped across the septum. Then as the cds was being pulled back, the clip became stuck in the hemostatic valve. The cds was able to be removed from the sgc with the clip attached. The sgc was used to re-wire and gain transseptal access. The procedure continued with an ntw clip. Two clips were implanted, reducing mr to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported difficult clip delivery system removal from the steerable guide catheter appears to be related to user technique/procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Event description:
N/a.